Event description:
Per the clinic, the device was explanted due to facial nerve stimulation and subsequent device non-use. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.